Manufacturer narrative:
The device was received with the exposed portion of the soft cannula bend and kink. It is unclear when the bend or kink occurred. During the fluid path test, fluid was able to flow out of the distal tip of the soft cannula without issue. No other defects or deficiencies were found during the investigation.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reports while wearing a pod between 4 and 24 hours on the back her blood glucose level reached 372 mg/dl and she felt nauseous. Once the patient removed the pod it was noticed that the cannula was bent. As treatment, the patient drank water, administered insulin and replaced the pod. The patient's blood glucose history are as follows: (B)(6).